Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl. The cause of low bg was unknown. The customer received third party assistance from an ambulance, and they were taken to the emergency room (ER). The ER provided a glucagon injection and intravenous therapy (IV) and fluids of saline to address bg. The customer was released from the ER on (B)(6) 2024 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.